Manufacturer narrative:
The complaint of leakage on the 14099290 primary plum set could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A batch record review was performed to lot#: 929095h, list#: 140099290 and no discrepancies that may have contributed to a complaint of this nature were found.

Event description:
The date of the event is unknown. The event involved a report of a leaking plum oncology set during chemotherapy. There was no reported patient harm.